Manufacturer narrative:
The device information in section d was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose was in the upper 500 mg/dl range. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.